Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that for five months the pump had intermittent power and self-rebooted. On an unspecified date, the patient obtained the blood glucose levels ranging from 200 mg/dl to 350 mg/dl, and she experienced the symptoms of nausea and headache. The patient administered self-treatment by taking a correcting dose of insulin via a syringe injection; she did not seek any medical attention. Troubleshooting revealed the battery compartment was cracked. It was also determined there was no moisture in the battery compartment, and the battery cap was tight and secure. The issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump power issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or pump history. Power on resets were confirmed in the black box history. The battery compartment found to be cracked from the case seal extending up to the threads, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. No damage was found to the returned battery cap; the battery cap was found to tightly secure to the pump. The pump passed a battery cap functional test; there were no battery cap connection defects noted. The battery cap contact was found to meet all specifications. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no issues with power loss. The pump cover was removed and no damage or moisture was found to the power circuit. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated the complaint, the audible alarm reading was found to be below the required specifications.